Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). The revision surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that an upsylon y-mesh and an obtryx ii system were implanted during a robotic-assisted laparoscopic sacral colpopexy, transobturator midurethral sling placement, and cystoscopy procedure performed on (B)(6) 2017, for the treatment of post - hysterectomy cystocele and vaginal prolapse, stress urinary incontinence, bladder outlet obstruction with weak stream and incomplete emptying, and overactive bladder with urge urinary incontinence. The findings showed extensive sigmoid colon and small bowel adhesions taken down by a physician of general surgery. There was no umbilical or ventral hernia noted. Moreover, the bladder was filled up to 120 ml at the completion of the retrovesical dissection with no evidence of leakage, consistent with no evidence of bladder injury. Complete cystourethroscopy was performed at the termination of the case after sling placement with no evidence of foreign body material within the bladder and good efflux from both ureteral orifices and no evidence of foreign body material in the urethra. On (B)(6) 2019, the patient underwent transurethral fulguration of bladder neoplasms (hunner's ulcers), greater than 5 cm fulgurated in total, cystoscopy with hydrodistention under general anesthesia, cystoscopy with chemodenervation of the bladder using 200 units of botox injection, and cystoscopy with dilation for female urethral syndrome. The preoperative diagnoses were overactive bladder with frequency, urgency, nocturia, and urinary urge incontinence; interstitial cystitis with bladder pain syndrome; female urethral syndrome; and bladder neoplasms of uncertain malignant potential; hunner's ulcers associated with interstitial cystitis. The patient had severe and refractory overactive bladder as well as interstitial cystitis and bladder pain syndrome. She had been managed with periodic hydrodistention as well as botox chemodenervation of the bladder with excellent results. She was due for both treatments as it had been more than 6 months since her last chemodenervation and hydrodistention. She had given informed consent for the procedure. On (B)(6) 2021, the patient underwent low anterior resection with colostomy, cystoscopy with ureteral stent placement, partial cystectomy, and an omental flap with mesh removal procedure. Furthermore, the specimens submitted were low anterior colon resection and pelvic mesh explant. The patient was diagnosed with diverticular disease with a transmural defect suggestive of fistula tract, was negative for dysplasia or malignancy, and had viable margins negative for dysplasia or malignancy. She had serosal adhesions and had three lymph nodes negative for malignancy. The mesh specimen contained muscularis propria with serosal adhesions, acute and chronic serositis, and was negative for malignancy. Also, gross mesh was identified.